Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. No button error alarms were noted. The insulin pump had no button response due to moisture damage on the keypad traces.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump multiple times. Customer stated that the buttons on the insulin pump were unresponsive. Customer also stated that they were golfing down in florida and got caught in a storm prior to the alarm. Customer's blood glucose reading at the time of the call was 68 mg/dl. Nothing further was reported.